Manufacturer narrative:
The product, data logs, and clinical account were analysed. The returned pump passed in-house hemolysis testing, and the failure mode could not be reproduced. Since hemofiltration did not occur until the end of the case, the hemolysis may have persisted due to a lack of native kidney function. The failure mode will be monitored and trended.

Event description:
A critical patient was transferred with signs of hemolysis on impella cp support. At the second tertiary facility the patient had blood products, for the presumed gastrointestinal bleed, and dialysis for intervention to treat ongoing hemolysis. The patient was weaned off the impella support and the pump was explanted. At support's end the patient remained on cvvh dialysis.